Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that a revision procedure was performed due to the high out of range pacing impedance measurements. The lead was tested with a pacing system analyzer (psa) and yielded within range impedance measurements. Subsequently the other manufacturer's rv lead and ICD were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range pacing impedance measurements for the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and upon review of the data noted that approximately one and a half months ago the impedance measurement stated to increase but was not out of range, then recently there have been alternating days of increased impedance with the following day decreasing. Currently the impedance reading was high and out of range. The patient was brought into the clinic where the out of range impedance measurements were able to be replicated with isometrics and pocket manipulations. A revision procedure was scheduled a few months out. At this time the ICD and another manufacturer's right ventricular (rv) lead remain in service. No adverse patient effects were reported.